Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had three damaged reservoirs. The customer reported receiving a no delivery alarm with their reservoirs. The customer declined to be transferred to the helpline. It was also found the mechanism that pushes on the plunger lacked lubrication. The reservoir will not be returned for analysis.